Manufacturer narrative:
It was reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The field service engineer (fse) confirmed the error code (1127) and replaced motor control board. The fse then performed a complete performance verification test, and device is ready for clinical use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1127 (check vent: ovp circuit failed). It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.